Event description:
The customer reported the system displayed several errors and would not function. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage regulator, the generator drive circuit board, the filament driver board, the igbt snubber board, and the high voltage tank. The system operates as intended.